Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician was unable to get around the corner to advance a lantern delivery microcatheter (lantern) into the gda using a 0.018 guidewire. Without having an alternative guidewire to improve the advancement of the lantern, the physician removed it, then advanced a non-penumbra microcatheter containing its own prepacked 0.021 guidewire into the target vessel. The physician then inserted a ruby coil introducer sheath into the rotating hemostasis valve (rhv), closed the rhv and watched the retrograde flush. When the flush was completed, the physician attempted to advance the ruby coil into the microcatheter; however, resistance was encountered and the ruby coil would not advance. The physician then removed the ruby coil and was able to advance the ruby coil out of its introducer sheath on the back table. The physician then re-inserted the ruby coil into the rhv; however, resistance was encountered again and the ruby coil would not advance into the microcatheter. After several failed attempts, the ruby coil was removed. The physician then removed the microcatheter being used, and re-advanced the lantern that was previously removed, into the gda. The procedure was completed using another ruby coil, a pod packing coil (podj) and the lantern. There was no report of an adverse effect to the patient.